Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No failed battery test noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm, rewind anomaly or prime/fill anomaly noted. No unexpected alarm noted during testing. Device screen look normal no anomaly noted. (B)(4).

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No failed battery test noted. Pump passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm, rewind anomaly or prime and fill anomaly noted. No unexpected alarm noted during testing. Device screen look normal no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin shot out during priming and press buttons harder to work. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had dimmed screen, harder to see in daylight, rejects room temp batteries, take longer to complete prime and rewind, and unexplained no delivery alerts more than 2 times in last 30 days and multiple a codes. The insulin pump will not be returned for analysis.